Event description:
Boston scientific received information that this device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not meet longevity requirement testing. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Device history was reviewed, and no determination of cause could be assigned to reason for premature ert.